Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed a fracture of the lead tip approximately 200 millimeters (mm) from the terminal pin. The coils are deformed, and fracture characteristics are consistent with clavicle or first rib damage. Also. The helix was retracted and noted dried body fluid in the helix housing. Further, cause traced to device design was selected as fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc) and noise. An x-ray was performed and showed possible crush. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc) and noise. An x-ray was performed and showed possible crush. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060104, device code a0712, and impact code f1001. Upon receipt at our post market quality assurance laboratory, visual inspection confirmed a fracture of the lead tip approximately 200 millimeters (mm) from the terminal pin. The coils are deformed, and fracture characteristics are consistent with clavicle or first rib damage. Also. The helix was retracted and noted dried body fluid in the helix housing. Further, cause traced to device design was selected as fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the hospital for symptomatic bradycardia. When the device was checked, no brady pacing was observed. However, the lead worked well in the unipolar configuration with no capture in bipolar. Noise was observed and an x-ray showed possible lead crush. The lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was returned for analysis.